Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's pump and no delivery alarms. The customer's blood glucose level at the time of incident was unknown. The mother states the customer's levels had been in the 400mg/dl range. Troubleshoot was conducted. The mother states the alarm was resolved by reservoir and infusion set change. The customer did not have product to return. The customer was advised to monitor device and call back when issues occur. The customer declined to troubleshoot for highs.